Manufacturer narrative:
Correction: h3, h6): the manufacturing representative (rep) went to site and found intermittently, x-ray cannot be fired. Visual inspection was okay. Turned on the system and checked it. Intermittently, system was not able to be ready. Measured total power on generator control board regarding power supply was bad. Needed to replace power supply board. Function checked. 2d 3d shot was okay. Performed a service in accordance with user manual and check listed. The representative again inspected system. X-ray not activated and clicking sound made from generator. This issue occurred randomly. When check generator control board j3 (pin1 and pin8), also checked voltage. Adjusted power supply and changing j3 output voltage. And then rebooted system and multiple x-ray shot test was okay. Additional info: updated e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site and inspect system. X-ray not activated and clicking sound made from generator. This issue occurred randomly. When check generator control board j3 (pin1 and pin8), also checked 4.7 vdc. Adjust power supply and changing j3 output 5.1 vdc. And then reboot system and multiple x-ray shot test ok. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, product ID: bi71000163, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the x-ray could not be activated, and the customer heard a clicking sound from the internal system. There was no patient involvement.